Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer's blood glucose was 113mg/dl. Reportedly, the customer reloaded the existing cartridge and resumed insulin delivery.